Event description:
Starting around 2012, I began to hae body aches, low grade fevers, joint pain, fatigue, memory problems, painful sexual intercourse, longer periods, a time where my periods were heavier than ever in my life, and I saw my pcp because I felt something was wrong with me after I thought I was continually getting the flu! I saw my pcp she ran test and told me she wanted to refer me to a rheumatologist for an autoimmune disorder and she thinks that it is lupus. I went to the rheumatoid physician she ran add'l test and dx rheumatoid arthritis and fibromyalgia. She stated she was not sure if it was lupus per lab tests. I was in so much pain I missed days of work in the beginning when I thought I had the flu many times I also could not work due to month's long flare up of pain and discomfort for about a month or longer. I have reported pain, irregular bleeding, and tenderness in my abdominal tenderness, along with my dx fibromyalgia to my gyn.